Manufacturer narrative:
One 7210425 accu-pass str shuttle 45 deg up used in treatment, has been returned for evaluation. Visual assessment confirms complaint. Monofilament would not advance through accu-pass. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include, excessive force. IFU confirms instructions, recommendations and precautionary statements for proper use of product. Rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the monofilament would not come out of the accu-pass hence, it could not be used. The procedure was completed without delay using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.